Event description:
It was reported that upon interrogation in clinic, 58 episodes of noise were noted on the atrial channel along with 20 episodes of auto mode switch. The patient is being monitored using merlin at home.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.